Event description:
Customer had precision and qc problems for multiple assays. They sent out some discrepant patient results during a two day period. She provided two discrepant patient examples: patient 1, initial creatinine result 2.81 mg/dl, repeated (B) (6) 2010 on another p module gave 0.79 mg/dl. Initial result was reported. Customer does not believe doctor treated the patient based on erroneous result because he questioned the original result. Patient 2, tested (B) (6) 2010, initial hba1c result 9.9%, repeated twice 6.5% and 6.4%. Initial result was not reported. Patients were clinic patients, no adverse events were reported. Reagent lots used: hba1c (B) (4) creatinine (B) (4) the field service representative determined several causes: low vacuum to rinse mechanism cuvettes not being evacuated fully sv21 was dirty, not closing all the way rinse nozzle tubing had a hole in it the field service representative cleaned sv21 and replaced vacuum tubing. He ran qc on all tests which were acceptable.